Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -8.50/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The lens was explanted on (B)(6) 2021 due to excessive vault. A shorter length lens was implanted in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.